Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reported event that the tip detached during preparation. Block h11: the returned trapezoid rx lithotripter basket was analyzed, and a visual inspection observed that the side car rx was torn and pushed back 4mm. A functional test was performed and found the basket was able to extend and retract as intended. The tip was not detached. The reported event that the tip detached was not confirmed. Based on all available information, the basket was able to extend and retract as intended, and the tip was not detached. Therefore, this issue will be classified as "no problem detected". The side car rx tear and push back was most likely caused due to the amount of force applied on the thumb ring from the handle when attempting to crush the stone. By this force applied, the working length tends to retract itself and therefore push back the side car. Additionally, it is a possibility that the interaction of the guidewire with the physician's technique and tortuosity of the procedure made the side car tear right at the distal section of the side car channel. Therefore, the investigation conclusion code as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be use in the biliary tract during an endoscopic lithotomy procedure performed on (B)(6) 2024. During preparation, the tip of the basket detached. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be use in the biliary tract during an endoscopic lithotomy procedure performed on (B)(6) 2024. During preparation, the tip of the basket detached. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reported event that the tip detached during preparation.